Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 502 (mg/dl). A 9 unit bolus was delivered and the customer consumed water to address bg level. Reportedly, the customer alleged the basal may been affected due to updating the pump software the night prior. During troubleshooting with tandem's customer technical support (cts) the customer confirmed the pump settings were present and accurate following the software update. The customer does not upload the pump data to t:connect; therefore pump data could not be reviewed by cts.